Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (device code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Medical records were provided for review. It was noted that there was also valve malposition. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, valve malposition or embolization requiring intervention is listed as potential risks associated with the transcatheter aortic valve replacement (tavr) procedure, the bioprosthesis, and the use of its associated devices and accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for valve embolizing into the ventricle and valve malpositioned were confirmed based on the medical records. A review of DHR, complaint history and lot history did identify any manufacturing non-conformances that could have potentially contributed to the events. A review of IFU/training materials revealed no deficiencies. As reported, "valve alignment was very difficult, high tension, no perfect alignment and position. As the balloon inflates, it slides further distally under the valve, toward the ventricle. There was no problem with the balloon. Deep retraction of the valve. A direct postdilatation of the valve in the proximal part was performed. Nevertheless, the valve dislocates into the left ventricle." Per provided medical opinion, "the root cause of the event was imperfect loading of valve on the balloon due to severe aortic." Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. In this case, there was valve alignment difficulty due to tortuous anatomy, so the tension was stored in the delivery system. Per training manual, "release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position." If the release of stored tension occurs during deployment, it will lead to movement of the delivery system resulting in valve malposition. As such, available information suggests that procedural factors (not releasing tension prior to deployment) may have contributed to the event. Additionally, malposition of the transcatheter heart valve (thv), too ventricular, and stored tension in the system resulted in inadequate securing of the valve to the target site (annulus). Further device manipulation can also lead to dislodgement of the deployed valve from the target site resulting in embolization into the ventricle, as was reported in the case. In this case, available information suggests that procedural factors (malpositioned thv and excessive device manipulation), may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2023-11725.

Manufacturer narrative:
The investigation is ongoing. Device not available for return.

Event description:
As reported by our affiliates in germany, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26mm sapien 3 valve, the valve was implanted under rapid pacing. As the balloon was inflated, it slid further distally under the valve toward the ventricle. There was a deep retraction of the valve. A direct post-dilation of the valve in the proximal part was performed; however, the valve embolized into the left ventricle. The patient was transferred to open heart surgery for the aortic valve replacement in addition to conventional aorto-coronary venous bypass surgery. The operation was performed successfully with no complications. The patient was then transferred to the intensive care unit (ICU) in stable circulatory condition with controlled ventilation and was extubated in a timely manner with regular gas exchange.